Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the failure of the device is not reportable, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during tka surgery, a box chisel was broke. Surgery was resumed, after a non-significant delay, with a back-up device. Patient was not injured as consequence of this problem.